Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user had been unable to issue medication because the drawer would not open. A technical support specialist (tss) instructed the customer to log out completely and then log back in. Then the customer was able to issue the medication successfully. The system functioned as intended after the technical support specialist assisted the customer in resolving the issues.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue oxycodone medication. Drawer unable to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.